Manufacturer narrative:
(B)(6). The lot was manufactured between march 29, 2019, and march 31, 2019. One (actual) sample and 1 companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a spike port cap leak at the spike port was observed on the actual sample; no leak was noted on the companion sample. The reported condition was verified on the actual sample. The cause of the condition could not be determined. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the entry port for intravenous (IV) tubing. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.